Event description:
It was reported that the patient's heart rate had dropped to their intrinsic rate. The atrial lead exhibited variable capture thresholds. Patient was doing fine and did not experience any symptoms. The device was reprogrammed for the time being. The lead was capped and replaced on (B)(6) 2017. Patient's condition was perfect post procedure.